Manufacturer narrative:
The root cause was determined to be related to insufficient process controls to prevent human error during the wiring of the power lines to the system. The wiring for the inline filters was corrected for the instrument involved. The FDA (B)(4) office was notified of this issue on 23 february 2016. Refer to report number 1319681-2/23/2016-001-c. (B)(4). This code is unavailable in ortho¿s electronic system for MDR submissions.

Event description:
An ortho clinical diagnostics employee sustained a shock when troubleshooting a vitros 5600 integrated system during the final line assembly. There was no immediate harm to the subject as a result of this event. It was determined that the power lines from ac lines x3-1 and x3-2 were wired to the inline filters correctly. The wiring from the inline filters to circuit breaker 1 (cb1) was reversed at the line filter. Due to the incorrectly wired power lines to the circuit breaker, if only one power cord is unplugged and the other one left on, a person who works on the part of the analyzer that should have no power supply may potentially be exposed to a 208 - 240v electricity and receive an electrical shock. (B)(4).